Manufacturer narrative:
MFR's eval summary: the device is an external defibrillator and the actual device involved was eval. Testing of the device found that no ECG signal was displayed. Investigation isolated the problem to a pair of ics (integrated circuits) on the device's ECG preamp board. These ics perform ECG signal processing on the preamp board. The preamp board was replaced to correct the malfunction, and the repaired device passed acceptance testing prior to return to the customer.

Event description:
The customer stated, that during a routine check of the device, it persistently indicated "a systole alarm" on power-up with no pt inputs connected. The device was not on a pt, when the problem was noted. At the time of the verbal report, it was believed that the reporter was describing a continuous alarm tone (e.g., an asystole alarm or no heart rate). Eval of the device by the MFR on 04/17/2007, clarified the nature of the problem to be one of no ECG functionality; a flat-line trace was displayed.